Event description:
Device 1 of 4. Reference MFR report#s 1627487-2012-04212, 4213, 4214. The patient received three leads with different lot numbers. It was reported the pt was not receiving stimulation. Diagnostics were performed, and one lead had invalid contacts. An x-ray was performed, and the pt was scheduled for surgical intervention. On (B)(6) 2012, the physician removed the pt's entire scs system due to suspected infection. F/u identified the pt had been placed on antibiotics and was doing well.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and the anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.